Event description:
It was reported that the patient felt intermittent shocks when they first started out with the device. The patient described the shocking or jolting sensation "like someone was sticking patient with a needle." The shocks went away two days after it started. The patient's butt was also sore, and they experienced a "door bell ringing of his left nut" which had been semi-constant. During the call, the patient successfully turned down stimulation to see if it would help. Follow-up is being conducted to determine patient outcome and if any actions were taken.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0qq0a, implanted: (B)(6) 2015, product type: lead. Product ID: neu_pt m_prog, product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that patient got help over the phone from the manufacturer after missing an office visit. Then in the office the day prior to the report he was seen by the doctor and reprogrammed. The patient felt discomfort at 1.1 volts on program 3, but felt comfortable stimulation at 1.2 volts. If increased to 1.3 volts the stimulation was painful, so he was left at 1.2 volts with comfortable and effective stimulation.

Manufacturer narrative:
(B)(4).